Event description:
My daughters malem alarm is not operating as desired. It is a system to detect urine, but it is getting hot every time it is placed on her. The system starts off normal, but when the wires are connected, it starts warming up and that is a problem. Can¿t be used safely on the body. Afraid that if left too long on skin, it can potentially cause burns.